Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure per physicians preference.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure per physicians preference.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure per physicians preference.